Event description:
A consumer's daughter reported her mother has experienced severe pain in her eye following intraocular lens (iol) implant surgery. She stated the "eye has deteriorated in the last two years and the pain is so severe she is almost be ridden". She reported her mother was seen by an optometrist who informed her that the lens is scratched and "it may have been implanted improperly". Add'l info was received from the surgeon, who reported he has not seen the pt since 2010 when she had her surgery. He stated he would "refrain from commenting as her eye pain would be unrelated to the iol after so much time".

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. Attempts have been made to obtained add'l info. There have been no other complaints reported in the lot number. (B)(4).